Event description:
It was reported that intermittent cartridge alarms occurred. The customer experienced an elevated blood glucose level (bg) of over 500 mg/dl. Additional information regarding the event was not provided. Multiple follow-up attempts were made by tandem technical support to obtain additional information; however, a response was not received.